Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in rochester, new york, united states. A livanova field service representative was dispatched to the facility to investigate the device and the stirrer was motor replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (error 5) associated to the temperarature problem and stirrer motor during a procedure. There is no reprot of any patient injury.

Manufacturer narrative:
H.10: the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.